Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received..

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passes the homechoice rite functional test. The homechoice rite electrical test passed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, use error: tidal ultrafiltration (uf) removal set too low. The device was determined to meet the specification requirements relative to the iipv identified via device log review. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 6. The programmed fill volume was 585ml and drain volume was 910ml. This information meets iipv criteria. No patient injury or medical intervention was reported. This is report 13 of 16.